Manufacturer narrative:
(B)(6). G1: device manufacturer address 1 - no. 10, juncheng rd., eastern area. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the arterial blood line disconnected from a third-party connector during treatment on an ak 98 machine. While the patient was connected for treatment, the patient passed away. The arterial blood line was found to be disconnected and air was observed in the line. The arterial line connected to the patient¿s catheter was abruptly hit and resulted in the disconnection. The patient was a self-treated home patient, who had reportedly not followed the safety procedures to ensure that connections were secure. The cause of death was determined to be natural. No additional information is available.

Manufacturer narrative:
Corrected information added to b5. B5: after further investigation, it was determined that the third-party connector disconnected from the catheter (previously reported that the novaline is disconnected from the third-party connector). Additional information was added to h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided picture identified the third-party connector was disconnected from the catheter instead of arterial blood line, indicating this issue was not related to the blood line. Should additional relevant information become available, a supplemental report will be submitted.